Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was in the 600's mg/dl. Customer treated high blood glucose with bolus. Customer stated that she is not able to get a connection from the sensor. Customer was not able to change infusion sets or test blood glucose. The insulin pump will not be returned for analysis.